Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported suture retrieval issue during the plunger retraction. Based on visual and functional analysis of the returned device, the probable cause could not be identified during the device analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous catheterization interventional procedure. Reportedly, when the plunger lever was depressed to meet up with the body of the device, the suture ends did not appear. The device was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.